Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. The patient reported that the device was implanted in his chest. The patient reported that he was told this device should be replaced in 3 years because it only had a 3 year shelf life. The patient reported that his device died (overdischarge) twice previously and had to have to jump-started. The patient reported that it happened again for a third time. The patient reported that he notified his healthcare provider (hcp) when it happened the third time. The patient was redirected to their hcp to discuss replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no significant anomalies and after {1} physician mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {2} overdischarge(s). Concomitant medical products: product ID: 3550-29, product type: accessory. If information is provided in the future, a supplemental report will be issued.